Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced an infected pump pocket with redness and drainage from the incision site. The doctor was also able to extract purulent drainage from the pump pocket. The patient was diagnosed with a staph infection of the pump pocket. The pump was removed, the pocket was debrided, and the catheter was revised. The patient recovered without sequela. The patient planned to have the pump re-implanted at a later date. The pump contained a mixture of fentanyl, bupivacaine, and clonidine at the time of the event.